Event description:
It was reported that a spaceoar hydrogel device and fiducial markers were placed on (B)(6) 2024. On (B)(6) 2024, the patient experienced rectal bleeding without urinary symptoms. After a period of no communication, the patient visited the physician on(B)(6) 2024, for lupron treatment and began radiation therapy. In mid (B)(6) 2024, the patient underwent computerized tomography (CT) scans and had emergency department visits, the patient was diagnosed with temporal arteritis/wegener's. On (B)(6) 2024, the patient presented to the emergency room with bloodwork concerns and developed chills. A planning magnetic resonance imaging did not show any visible hydrogel. In (B)(6) 2024, the patient's CT scan revealed that the hydrogel spacer was located entirely within the bladder. Additionally, the patient had an abscess located between the left posterior lateral portion of the bladder (near the left neurovascular bundle) and the left pelvis, which was drained percutaneously. It was suspected that the abscess had no relation with the hydrogel placement due to its location. The patient has been having irritative urinary symptoms. It was noted an attempt to remove the hydrogel will be performed through a cystoscopy. It was reported that the patient will consult with a colorectal surgeon to explore potential surgical drainage options due to the re-accumulation of the abscess. However, it was not indicated if it had yet occurred.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e172001 is being used to capture the reportable event of abscess.